Event description:
It was reported that during a da vinci s prostatectomy procedure, the wire on the large needle driver instrument broke. The instrument was removed and the planned surgical procedure was completed with a replacement instrument. There were no missing or fallen pieces reported. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering observed that one grip close cable is broken at the distal idler pulley. Idler pulley spins freely and exhibits damages on the edge and on the surface. The cable segment sticks out at the wrist. The other cables at the wrist are not damaged. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.